Event description:
Paramedics transported a pt to the parking lot of the hosp. It was at this time that the pt ECG changed to an unspecified but shockable cardiac arrhythmia. Reportedly, the device could not be used to administer defibrillator therapy to the pt. The observation or observations upon which this allegation was based was not reported. The pt was immediately brought into the hosp and was successfully converted to a perfusing rhythm. The pt was resuscitated.